Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had soreness at the ipg site. The physician assessed the ipg site and saw no signs of infection or redness. The patient had lost some weight (not device related) and the battery had visibly moved, however, the physician did not want to perform surgery on this patient. The patient was treated with prescription pain medication.